Event description:
The moderately calcified lesion located in the moderately tortuous proximal rca, was pre dilated with a 3.0x20 maverick balloon. The 4.0x32 express2 stent was inserted down to the lesion, manipulated for position, however, was unable to cross the lesion. When the physician pulled the express2 stent back, the stent dislodged in the rca. A 4 mm micro snare was used to successfully retrieve the express2 stent. A 4.0x16 express2 and a 4.5x20 express2 were both deployed with good results. No patient injuries or complications were reported.